Event description:
It was reported that the breathing detect indicator is not working. No patient involvement was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a missing am knob and minor wear and tear on the gauge bezel and manometer cover. The manometer was not straight. The customer stated problem was not duplicated. Fault not found on 17 year old unit with wear and tear/impact damage - preventive measures taken. Replaced MRI battery, sintered filter, and o rings. Replaced faulty alarm bezel label, faulty led pcb set. Performed pm testing, cleaned and affixed service label. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.